Event description:
It was reported that the stent migrated. A vici self expanding stent was selected for use to treat may-thurner syndrome. On (B)(6), 2020 the stent was implanted in the right iliac vein. The implanted stent reduced the previous swelling in the right lower extremity the patient had experienced. However, the swelling returned at an unspecified time. A transthoracic echocardiogram was performed which revealed that the stent had migrated to the heart and crossed the tricuspid valve and was proximally sitting in the inferior vena cava. The stent was removed via sternotomy on (B)(6), 2021. The tricuspid valve was repaired. The patient was discharged to home on (B)(6), 2021. The post operative course was noted to be uneventful.